Manufacturer narrative:
The reagent's lot number is 73288001 with an expiration date of 31-aug-2024. The field service representative found a pipette was completely clogged, the pressure of the gear pump was very low, and the pressures for washing the cuvettes and drying were also low. This caused the cells to be washed incorrectly which also caused problems with the calibrations. He also found precipitation on the outlet connection and a leak in the detergent bottle. The field service representative made multiple adjustments and decontaminated and cleaned equipment. He replaced the sample syringe mechanism, the vacuum glasses, the degasser, sample and reactive pipettes, and washed skin tubes. He performed system purges, calibration, qc, and functional tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results for 3 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 275 mg/dl. On(B)(6) 2024 the repeated result was 253 mg/dl. The sample was tested on another module and the result was 88 mg/dl. Patient 2: the initial result was 360 mg/dl. On (B)(6) 2024 the repeated result was 189 mg/dl. Patient 3: the initial result was 301 mg/dl. On (B)(6) 2024 the repeated result was 93 mg/dl. The results were reported outside of the laboratory. The samples were repeated as the results did not match the patients' historical results. The results were expected to be within the normal range.